Manufacturer narrative:
For the one pending event, the investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
For 4 events, the investigation determined the field service actions resolved the issue. For 1 event, during a review of the alarm trace, "detection of foam" and "cell cleaner insufficient" alarms were observed. The foam alarm suggests a pre-analytical issue. The investigation did not identify a product problem. The specific cause of the event could not be determined. For 1 event, the investigation is ongoing. The follow up actions for 1 event was that the field service engineer replaced the sample probe. He verified all adjustments and alignments were ok. He performed precision testing with acceptable results. The follow up actions for 1 event was that service checked the instrument and could not identify a root cause. New pump and tubings were replaced. All adjustments, alignments and precision were within specification. The follow up actions for 1 event was that the field service engineer discovered the sample probe needed an adjustment due to improper washing. He adjusted the sample probe and the rinse bath water volume for outer sample probe washing. After service, he performed precision testing and qc with acceptable results. No further issues were reported after the service visit. The follow up actions for 1 event was that the field service engineer found a hole in the cell rinse vacuum tube, causing the nozzle to drip. The cell rinse tubing was replaced. The follow up actions for 1 event was that the field service representative checked the rinse level, gear pump pressure, and alignments. He performed a precision test on calcium and all results were within specifications. There were no follow up actions for 1 event. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. Serial numbers continued: (B)(4).

Event description:
Questionable high results were generated by the cobas 8000 c 502 module. The events involved a total of 13 patients with the following: 1 questionable result for albt2 tina-quant albumin gen.2, 1 questionable result for iron2 iron gen.2, 3 questionable results for alp2 alkaline phosphatase, 7 questionable result for ca2 calcium gen.2, 1 questionable result for a1c-3 tina-quant hemoglobin a1c gen.3. The patients' ages ranged from 1 month to 92 years. The other patients' ages were requested, but were not provided. The patients' weights were requested, but were not provided. There were 3 females. The other patients' genders were requested, but were not provided. The patients' races were requested, but were not provided. The patients' ethnicities were requested, but were not provided.